Event description:
An oncology patient was being infused morphine through the alaris system pca pump. The original volume to be infused was 30cc placed in a 35cc syringe. After aproximately 45 minutes from the syringe being hung, the nurse noticed the patient coming out of the bathroom with the pump alarming. It was noted that there was approximately 5cc left in the syringe.due to the pump's guardrails dose error reduction software, the pump could not have been programmed to infuse at the rate needed to the empty the syringe in so short of a time. The pump's door and locking mechanism do not appear to have any damage.when closing the door of the pump, there is a point where the door is hitting the door closed sensor and the pump is reading the door as closed (does not alarm, allows infusion), but the door latch is not securing the door. In this instance, the pump will infuse as normal and the door will appear secure. In fact, the door will stay closed if the pump is picked up and walked across the room. However, the door is not latched and only a little pressure is needed to open the door.two other pca modules were tested. Both modules also had the same issue where the door could be closed and the pump read the door as closed, but it was not latched. ====================== health professional's impression======================patient had manipulated the pump in order to self medicate.